Event description:
The customer reported that their olympus high definition lcd monitor was experiencing difficulties powering up during preparation for use. According to the initial reporter, the intended procedure was completed with the subject device without any patient harm. Additional clarifying details about this event have been requested, but are unknown.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was not confirmed. However, the evaluators did notice a scratch on the display. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the power shutting down could not be identified, nor could the phenomenon be reproduced. Olympus will continue to monitor field performance for this device.